Event description:
It was reported that the insulin pump had alarmed for no delivery. The blood glucose reading was 272 mg/dl. The insulin pump passed the self test, the displacement test and the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.